Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 32 x 4.00mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 4.0 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and found damage. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 32 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.